Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site when the stimulator was turned on. Database analysis revealed no anomalies. The patient underwent a pocket revision wherein the physician sutured down the ipg to make it lay flat. The shocking sensation was resolved through pocket revision. The patient was doing well postoperatively.